Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in naples, italy. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Cleaning of patient pump 1 contacts, functional check of the sensors and several starts and stops of all pumps were performed. All tests passed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was completely blocked and displayed an error message (e18 code) associated to patient circuit 1 pump blocked or too slow. The issue occurred during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2006 and no other similar event has been reported, neither concerning trend has been identified. Based on the outcome of service activity, the most likely root cause of the reported issue has been assigned to a false/defective contact of patient pump 1 to the distribution board, likely related to oxidation due to environmental condition in which the component was working, as high temperatures, humidity, and condensation. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.